Event description:
The customer called to report her 2 year old daughter knocked over the warm steam humidifier resulting in 2nd degree burns to her toes. The owners manual warns against placing the humidifier within reach of children because it boils the water to create steam. This incident was caused by misuse.